Manufacturer narrative:
Reported events are addressed in device labeling: "erythema may also occur as a normal response to expansion."

Event description:
Abstract of literature article ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿ a (B)(6)-year-old patient who was implanted with an unknown implant, device manufacturer unknown. Patient was diagnosed with alcl. The chart additionally provides that patient experienced a left side mass. It is unknown if the implant was removed. Treatment was reported as "adriamycine, bleomycine, vinblastine and dacarbazine [abvd]" and radiotherapy (30gy)." Follow-up found "no evidence of disease." This report was initially sent to represent two patients; due to the discovery of identifying information, this supplemental report will now represent the (B)(6) year-old patient device and MFR # 9617229-2016-00195 have been sent to represent the other patient previously represented the initial report of MFR # 9617229-2016-00196.

Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ by c. Laurent, a. Delas, p. Gaulard, c. Haioun, a. Moreau, l. Xerri, a. Traverse-glehen, t. Rousset, I. Quintin-roue, t. Petrella, j. F. Emile, n. Amara, p. Rochaix, m. P. Chenard-neu, a. M. Tasei, e. Menet, h. Chomarat, v. Costes, l. Andrac-meyer, j. F. Michiels, c. Chassagne-clement, l. De leval, p. Brousset, g. Delsol & l. Lamant, published in annals of oncology, electronically published 11/23/2015. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of lymphoma alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist."

Event description:
Abstract of literature article ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿ reported ¿19 I-alcls¿ cases. One of the two clinical presentations reported was ¿tumor mass.¿ 2 patients experienced alcl and "mass." This record represents the 2 cases of alcl which presented as tumor mass. Histopathology reports that malignant cells were cd30-positive, and were alk negative. Article reported cases of both ¿in situ I-alcl¿ and ¿infiltrative I-alcl.¿ in regards to treatment, abstract reports ¿implant removal was performed in 17 out of 19 patients with additional treatment based on mostly chop or chop-like chemotherapy regimens (n = 10/19) or irradiation (n = 1/19). Chop alone or abvd following radiation without implant removal have been given in two patients.¿ there is currently no way to determine which treatments were used in these 11 cases. Manufacturer of devices is unknown.